Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 vad modular cable (lot number unknown) was returned for evaluation following the reported event of a pump stop and damaged controller fuses. Review of event log files, extracted from (B)(6), contained data from the reported event date of 03jan2025. Starting at 13:01:19, controller internal fault alarms activated due to ocp a open and ocp b open faults, indicating damage to fuse a and b in the system controller. In addition, left ventricular assist device (lvad) off and low flow alarms activated, consistent with the pump stopping. The alarms were followed by loss of lvad communication alarms starting at 13:01:29, associated with com a and com b faults. The alarms were active until external power was disconnected, and the system controller was shutdown at 15:05:42. The returned modular cable was functionally tested with test equipment and found to operate as intended during analysis; no alarms were produced. The cables internal conductors were also tested, and no anomalies were noted. Information provided by the account stated that after the controller was exchanged, the lvad began operating as intended. Additionally, it was stated there was a physical deformation in the driveline upstream of the modular cable. The rescue tape applied to the driveline was not removed to inspect for damage, no further action was going to be taken to address the pump cable, and the patient has not experienced anymore issues requiring additional exchanges. The reported event could not be correlated to an issue with the modular cable. Device history records could not be reviewed due to the lot number of the mod cable being unknown. Heartmate 3 instructions for use (IFU), section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Heartmate 3 patient handbook, section 4 "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received stated that the rescue tape on the driveline was not removed. There was no further damage noted. There was no further action to be taken. The patient had not experienced anymore issues that required another system controller or modular cable exchange.

Event description:
It was reported that the patient was doing dressing changes around the driveline exit site. The patient arrived in the emergency room (ER) on (B)(6) 2025, and they felt like they were having a heart attack. The patient experienced shortness of breath and dizziness and was not feeling well in general. The patient reported noting symptoms that were similar to what they experienced prior to the left ventricular assist device (lvad) implantation. There was no flow (0 rpm on 0 flow) and the pump was off. The problem occurred when the patient was doing dressing changes which suggested that the issue was closer to the driveline exit site where there was physical deformation in the driveline upstream to the modular cable. The patient changed to a backup system controller. The modular cable was not replaced during the controller change at the time. There were no additional pump stops, and the lvad returned to function again since the controller was changed. There was symptomatic improvement in the patient¿s symptoms after the exchange. The patient reported that if they moved a certain way, it felt like something was poking inside them near the driveline. Log files were sent for review. The event log for the patient contained a pump stop event on 03jan2024 at around 13:01. The controller showed that there was almost 2 hours with the pump off. These alarms suggested that wire damage to power conductors a and b caused the controller's non-resettable fuses to blow. Due to this condition, the pump was not able to resume support on that controller. Tech service was unable to determine the exact location of the potential wire damage from the x-rays provided. The x-ray of lvad/driveline and controller did not show significant wire break. The customer stated there was a planned meeting with an abbott engineer for (B)(6) 2025 at 09:30 for line review and controller programing. The abbott technician would assess and have the driveline repaired on (B)(6) 2025. Inotrope was noted to be on standby when the driveline was repaired. It was noted that the previous system controller, (B)(6), would be returned for evaluation. The modular cable and system controller were returned for evaluation overnight on (B)(6) 2025. A stat evaluation was requested due to an unknown cause of both power fuses blowing on the system controller. The patient has had some reported issues before with their modular cable. A cause for the open fuses was not able to be found. There was an area of the driveline covered in rescue tape, but the clinical team was waiting for findings before it was attempted to uncover the driveline for further visual inspection. They stated that the patient had a controller malfunction which required a controller exchange and later modular cable exchange. The patient denied any shortness of breath or chest discomfort. They stated they continued to have the jabbing sensation at their driveline exit site. The patient stated that it was better with positioning and also stated there was increased bleeding at the site. The patient stated no changes in their bowel movements but a fecal occult was ordered given the patient's drop in hemoglobin. The plan of care was to continue to monitor the patient and discuss if further inspection of the driveline was required.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.